Manufacturer narrative:
(B)(4). There is no documentation in the file to indicate a causal relationship between fresenius products and the incidence of peritonitis. The causative agent is gram negative bacilli serratia marcescens which is most commonly found in catheter associated bacteremia, wound, and urinary tract infections. There is a likely relationship between the peritoneal dialysis catheter insertion, patient being new to ccpd therapy ((B)(6) 2017), and the onset of the event of serratia marcescens peritonitis. A follow-up MDR will be submitted following plant evaluation.

Event description:
It was reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy experienced abdominal pain, fever, and was diagnosed with peritonitis on (B)(6) 2017. During a follow up call, the peritoneal dialysis registered nurse (pdrn) reported the patient was admitted to the hospital. An effluent culture was performed and showed serratia marcescens infection. The patient was treated with intraperitoneal (ip) gentamicin and oral ciprofloxacin (dose and duration unknown). Patient was discharged on (B)(6) 2017 and currently performing mid-day exchanges with antibiotics and completing ccpd treatments via the liberty cycler.

Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are no visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed without any failures or problems. No fluid leaks in the test cassette during the test treatment. There were no deviations or non-conformances during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test and patient sensor calibration check passed. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.